Manufacturer narrative:
Pt info: unk. Date of event: unk. Common device name: unk; esubmitter software does not allow for blank or unk entry expiration date, implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim#: (B)(4).

Event description:
Reportedly, an implantable collamer lens was implanted into the patient's left (os) eye and the lens rotated 32 degrees 5 days postop. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: a 12.6mm vticmo12.6 -14.5/+2.5/066 (sphere/cylinder/axis) icl was implanted on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer lens. The surgeon reports additional symptoms of low vault, unstable refractive change over time, blurred vision, and "refractive error keeps changing, icl is propellering." The problem was resolved with the exchange. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a micro-centrifuge vial. There was residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim #(B)(4).